Event description:
The iab leaked. Blood was noted in the catheter. The doctor had diffiuclty removing the iab. The iab was surgically removed. There were no further complications from the event. (Event complications: the iab was surgically removed - reported 4/16/97. (Pt's current status: unk - rpt'd 4/16/97.)

Manufacturer narrative:
Evaluation: the iab was returned to datascope in 2 sections. Blood was noted within the device. The first section consisted of the catheter tubing and the second section consisted of the balloon membrane. Visual examination revealed a large smooth-edged tear in the membrane. It was not possible to satisfactorily leak test the inner lumen due to its poor condition. The primary balloon penetration could not be located. Probable cause of difficulty: based on the poor condition of the returned iab, it was not possible to locate the primary penetration which allowed blood to enter the device. It is possible that the damage to the balloon membrane obscured the primary penetration. The condition of the returned balloon is consistent with that of an iab which became entrapped and had to be surgically removed from the pt.